Event description:
Rayner intraocular lenses limited received notification from the distributor in (B)(6) of an event that occurred following implantation of an unspecified rayner iol. The event description provided to rayner states that the healthcare professional observed the post-operative development of opacification. For further information please refer to rayner's MDR 9611165-2014-00057.